Event description:
It was reported that the pt was treated for a cholesteatoma before the ci implantation. During a follow up appointment, several electrode channels showed in status hi, and the pt's hearing performance has deteriorated. Re-mapping did not solve the problem. The external parts were functional. Testing carried out on a later appointment showed all electrode channels again in status ok. The cause of this fluctuation is not known. A CT scan was reviewed by the physician, and according to him, the implant seems to be in position.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.